Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The patient¿s blood glucose level was 362 mg/dl at the time of the incident and was treated with the insulin pump. The customer declined troubleshooting. Customer will monitor the pump and call back if she wants to get another one. The device is not expected to be returned for analysis.